Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 3006705815-2020-32676. During the ipg replacement reported under (manufacturer reference number: 1627487-2020-2326) the physician accidently cut the leads. As a result, both the leads were explanted and replaced addressing the issue.